Event description:
It was reported that every once in a while patient got a ¿little shock¿ down their left hand and it starts to vibrate a little. It was reported the leads were placed for low back and legs. It was reported the voltage on the battery was 3.020v. It was noted the patient¿s setting were around the 1.4v. It was further noted the patient is set at 2 hz, 60us and with three programs on the following .5v, .4v, .4v. It was noted the manufacturer representative was going to perform a reprogramming. It was reported during an impedance test the number one electrode was around 1000 ohms. It was noted the other electrodes were ¿lower¿but not out of range. It was reported the first impedance test was normal and it showed around 994 ohms instead of the 1000 ohms. It was noted electrodes 8, 9 and 10 all have same number of 732 ohms. It was further reported the patient received reprogramming and an impedance test showed normal ranges. It was further reported the patient¿s settings were changed to allow them to only change amplitude to prevent chances of uncomfortable stimulation.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. (B)(4).